Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.